Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the customer filled the cartridge with 300 units of insulin, and the insulin gauge showed over 180 units of insulin; however, remained static at 155 units. Additionally, the customer uses u-500 insulin in the cartridge. In one occurrence, the customer reported a blood glucose level of over 600 mg/dl, which was addressed with manual injections. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information regarding this event was provided.